Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon as per specification. The first four proximal stent segments were deformed, bunched and pulled distally. The stent was pinched/flattened in the middle section. Blood residue was evident between the balloon folds. (B)(4). Results: moderate tortuosity, severe calcification, 80% stenosis post-dilatation. Stent deformed, failure to deliver stent. Conclusions: moderate tortuosity, severe calcification, 80% stenosis post-dilatation.

Event description:
The physician was attempting to implant an 2.25mm diameter x 24mm length endeavor resolute rx drug-eluting stent. The physician as unable to cross the lesion and the device was removed. On removal, the stent was found to be damaged. Resistance was noted when advancing the device to/across the lesion. The device was inspected prior to use with no issues noted. Pre-dilatation was performed. Patient is stable post procedure and no additional clinical sequelae were reported.